Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system calibrations were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall patient image data. The customer also reported that the image data was incorrectly sorted. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
Re-evaluation of the complaint and the accompanying investigation determined there was insufficient information to conclude that the failure of the device was based solely upon the age of the system and its associated components.

Manufacturer narrative:
The fse confirmed the problem reported by the customer of system not storing images. The fse determined the cause of the problem to be software corruption. Fse reloaded software to resolve issue. As a result of the software corrupting it is necessary to replace the hard drive. The fse verified system functionality. The software is a set of instructions that directs the system processor to perform specific operations. Software corruption of the system by any cause, (e.g. Hardware fault or user error). The software will be reinstalled to fix the issue with the system not booting. Based on age of the system, manufactured before 2003, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This is not a malfunction.